Event description:
A report was received that the patient will undergo a revision. The reason is unknown.

Event description:
A report was received that the patient will undergo a revision. The reason is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to inadequate stimulation. The leads were replaced due to physician's preference. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model:sc-2218-70, serial: (B)(4), description:linear st lead, 70cm; model # sc-2218-50, serial # (B)(4) description: linear st lead, 50cm; model # sc-3138-55, serial #s (B)(4), description: phase iii lead extension - 55 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.